Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted blood obstruction in the coil lumen at 87.3 cm stopped stylet insertion. Concomitant medical products: dvab1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead pulled back from its original position during the slitting of the catheter and exhibited high thresholds. Repositioning of the lead was attempted but the new guidewire could not be advanced through the lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.